Event description:
Customer reported that due to her meter not turning on, she was unable to test and began to experience symptoms of dizziness, sweaty and irritable. She reports being diagnosed with diabetic ketoacidosis but no medical treatment is indicated. Customer reports self-treating with orange juice; however, treatment is inconsistent with diagnosis listed. There is no other information provided on this event. There was no report of death, or permanent impairment in this case.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.